Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after foley insertion, there was no outflow, even after a short time. After removal, water was injected through the drainage lumen, but the lumen seemed to be clogged somewhere. When another kit was inserted, it flowed smoothly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after foley insertion, there was no outflow, even after a short time. After removal, water was injected through the drainage lumen, but the lumen seemed to be clogged somewhere. When another kit was inserted, it flowed smoothly.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed manufacturing related. No actions can be taken at this time since a root cause was not identified. CAPA#11881143 was initiated to address the reported event. Received (6) photo samples. First photo sample shows top view catheter and syringe used for reported event. Second photo sample shows trifurcation site. Third photo sample shows end of catheter with deflated balloon. Fourth photo sample shows side profile of inflation cap. Fifth photo sample shows side profile of package. Sixth photo sample shows top view of document written in native language. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted inflated the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), and no leaks observed. With syringe attached the balloon deflated passively with no issues. Attempt to flush the drainage funnel and the solution did not advance through the lumen observed a blockage in funnel within drainage lumen at trifurcation site. This is out of specification which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". DHR was not required as the CAPA#11881143. Labeling review is not required as the CAPA#11881143. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after foley insertion, there was no outflow, even after a short time. After removal, water was injected through the drainage lumen, but the lumen seemed to be clogged somewhere. When another kit was inserted, it flowed smoothly.